Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735585, version #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when loading an exam prior to a case the exam displayed that there was no valid data for navigation. After the case the site burned two more cds and the same issue occurred. Earlier in the day/week cds loaded without issue. No patient was present at the time of the event. Update from the manufacture representative stating that the exam had a gantry tilt and symmetric fiducial placement, it was requested to review imaging protocol with the site.

Manufacturer narrative:
The software analysis determine that the behavior described is the intended behavior of the software. Software is functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.